Manufacturer narrative:
Concomitant medical products: product ID: 977a275, serial#: (B)(4), implanted: (B)(6) 2014, product type: lead, product ID :977a275, serial#: (B)(4), implanted: (B)(6) 2014, product type: lead. Other relevant device(s) are: product ID: 977a275, serial/lot #: (B)(4), ubd: 11-feb-2018, UDI#: (B)(4); product ID: 977a275, serial/lot #: (B)(4), ubd: 26-jun-2017, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient who is implanted with a neurostimulator for spinal pain. It was reported that the patient was undergoing a normal battery replacement on the day of the report. The patient had no changes in her stimulation therapy; however, a fluoroscopy x-ray confirmed that contact 0 on the right lead was pulled further north about two centimeters. The patient¿s leads are implanted in the cervical area. X-rays document that the right lead had migrated as far back as 2016. Since there were no changes in therapy, the physician decided to just replace the implantable neurostimulator and use the current lead. There were no patient symptoms or complications reported.